Manufacturer narrative:
Pending evaluation. 02-012-44-3511 - logic tibia implant psc insert, sz 3.5, 11mm 2719392, 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t 3594472, 200-02-35 - three peg patella 35mm 3808594.

Event description:
As reported, this 61 year old female patient had an initial right tka on (B)(6) 2015. The patient complained of pain and was revised due to a loose femur. The patient was last known to be in stable condition following the event. The device(s) are not returning as the hospital refuses to release them.

Manufacturer narrative:
According to the information provided, this 62 y/o female patient received a right total knee replacement on (B)(6)2015. Approximately 7.5 years after the index surgery, the patient was allegedly revised on (B)(6)2022 due to femoral loosening. However, the revision surgery data provided shows femoral components were not invoiced for the revision surgery. Therefore, it appears that this patient may have not been revised for femoral loosening. Multiple attempts were made to retrieve additional information from two different sales representatives to clarify this discrepancy, but no additional information for this revision was received. The explanted devices were not available for evaluation due to hospital policy and images of the explanted devices/pre-revision radiographs were unable to be obtained. Due to the minimal/conflicting information provided, the reason for revision and contributions of design, manufacturing, patient conditions, and/or user-related issues to the reported event cannot be determined. Additionally, a review of the risk management files cannot be conducted because adequate information was not provided to conduct a review. The patient was last known to be in stable condition following the revision surgery.